Manufacturer narrative:
This lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead; however, the facility retained the lead. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to an urgent care with a fever. The patient's heart rate was below the programmed rate, and it was found that this rv lead exhibited loss of capture (loc) and high capture thresholds. As a result, the rv output was increased. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that the patient with this lead experienced infection. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead has not returned for analysis.